Event description:
The dealer states that the chair originally had foot operated wheellocks and the user rocks so hard that he has broken the wheellocks. The dealer is changing the wheellocks to hublocks mounted in the back.